Event description:
The sample was analyzed generating a falsely decreased hemoglobin (hgb). The result was released to the medical team and the patient was transfused with two packed red blood cells (prbc) and one fresh frozen plasma (ffp). Exact timing was not provided to sysmex. A post transfusion sample was analyzed, generating a higher than expected hgb result. The original sample was reanalyzed and the hgb result was higher than originally generated. There was no known negative impact from the transfusion for the involved patient provided.

Manufacturer narrative:
All analyses were judged "positive" with ip messages alerting the operator to possible sample abnormalities. The sysmex xn-9000 instructions for use (IFU), chapter 11 - checking detailed analysis information (data browser), section 11.5 - ip messages, details the method in which the analyzer conveys its findings. Results without an error message are categorized as "positive" or "negative" based upon preset criteria, some of which are laboratory-defined. The system bases judgments on comprehensive surveys of numerical data, particle-size distributions, and scattergrams. Flags and messages, communicated through ip messages, indicate the analyzer's findings and notify of possible sample specific abnormalities. Further verification of accurate results is recommended prior to reporting to the clinician. The data suggests debris in hgb pathway may have contributed to the event, but this could not be confirmed. Routine maintenance by the user resolved the issue. A sysmex service engineer evaluated the analyzer and verified performance. No systemic analyzer deficiency was identified. Suggested term for investigation findings: partial blockage.